Event description:
It was reported that during a gastric bypass procedure, several clips didn´t close properly. A second device was opened and the problem re-occurred. A third device from a different lot number was opened and that device functioned properly. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).